Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The device was evaluated for electrical function in response to the reported electrical failure. A pre-cautery test as was performed per the instruction for use (IFU cv000006799 rev a) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it self-activated immediately upon being connected to the power supply. The handle was opened to evaluate the internal components. Heavy blood and issue build up was visible in the handle. The switch was examined under microscopy. Blood residue and condensation was observed on and around the switch. The wiring was inspected for breaks in the circuitry which identified the switch as the break in continuity. Based on the results of the evaluation, the reported complaint "electrical/cautery" failure was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device stopped working and would not cut or coagulate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
October 20, 2015 04:16 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device stopped working and would not cut or coagulate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.